Event description:
It was reported that after pre-dilatation of the lesion with a non-abbott balloon catheter, a 2.5 x 18 mm xience v stent was implanted. Then, for post-dilatation of the deployed stent, the 2.5 x 12 mm voyager nc balloon catheter was delivered, but the balloon ruptured at 8 atmospheres during the first inflation. A new voyager nc of the same size was used for further dilatation. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all balloon catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 8atm which is below the rated burst pressure (rbp). Return of the voyager nc may have aided in the investigation and potential determination of the cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that would have contributed to this complaint and a query of the complaint-handling database was performed and there have been no other incidents for balloon rupture reported for this lot. There is no indication of a lot specific product quality deficiency. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.